Event description:
Infusion pump was involved in an over delivery. Channel one of the pump was programmed to infuse an aminophylline solution at a rate of 20 ml/hr and a volume to be infused of 1000 ml. Approx. 24 hrs later, 480ml should have infused however only 50 ml remained in the 1l bottle. This was noticed when calculating I&o's after an eight hr shift. Infusion pump was removed from use, however no add'l pt intervention was required.